Event description:
On (B)(6) 2025 an implantable cardiac defibrillator was implanted in a 69-year-old female. On (B)(6) 2025 the patient went to the emergency department due to the device beeping. Upon interrogation the device listed no alerts and was showing normal function. There was no alert of the device beeping noted. On (B)(6) 2025 the patient came to the device clinic for another interrogation to check patient notifiers and we were unable to determine why the beeping was triggered. Abbott tech services were notified and all the data from the device was sent to them via pdf files and they were unable to make a determination. On (B)(6) 2025 the patient was brought back into the clinic due to patient notifiers continuing to go off. All patient notifiers that were allowed to be programmed off were disabled with delivery reduced to 2 seconds and only once from advice of abbott tech services. On (B)(6) 2025 the patient called to let us know the device was still beeping. The patient was asked to keep a log and record the beeping is possible. On (B)(6) 2025 abbott tech services were notified again for trouble shooting. The recommended turning off the magnet response on the device and if the beeping continues that there is no reason for the notifier to be going off and they would recommend replacement of the device. On (B)(6) 2025 the patient came back into the clinic and the magnet response was programmed to ignore. On (B)(6) 2025 the patient called the clinic and stated that the device beeped again twice in an hour and half time period, and it had never beeped that close in between. On (B)(6) 2025 abbott tech services were contacted, and they recommend we do a firmware download on the device to reset the firmware to factory settings to potentially fix the issue. That was completed on (B)(6) 2025 and on (B)(6) 2025 the patient called to let us know that the device had beeped again. On (B)(6) 2025 the patient was brought into the hospital, and the ICD was replaced and sent back to the company for investigation. The concern was the device tested properly and did not show any alerts so we were concerned if the patient needed therapy would the device deliver therapy or malfunction.